Event description:
Pt had laparoscopic sigmoid colectomy due to diverticulitis in 2009. Pt came to 1-month visit in 2009 complaining of abdominal pain. CT showed abscess at the anastomosis with adjacent perforation. Currently, the pt has a controlled fistula to the anastomosis with a drain in place.